Event description:
Patient completed self-test on (B)(6) 2024 with noted emergency back-up battery (ebb) fault alarms afterwards. Patient notified vad office and was advised to come in the following day. Patient came into clinic with yellow wrench. Log files downloaded and sent to abbott engineers. Ebb replaced with cessation of alarms.